Manufacturer narrative:
Replaced power module and seating module. After replacing them both, the chair works perfectly.

Event description:
Consumer's mother alleges the tilt feature on the chair won't work allegedly causing her son to get pressure sores because he can't change the position of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's mother alleges the tilt feature on the chair won't work allegedly causing her son to get pressure sores because he can't change the position of the chair.